Manufacturer narrative:
No report of patient involvement. The hospital replaced the flow sensors.

Event description:
The hospital reported the unit had flow sensor alarms, affecting mechanical ventilation. There was no report of patient involvement.